Manufacturer narrative:
Evaluation of the returned ruby coil pusher assembly revealed that the embolization coil was detached from the pusher assembly due to a fractured sr wire. If the ruby coil is forcefully retracted against resistance, damage such as sr wire fracture may occur, and the embolization coil may detach from the pusher assembly. The detached embolization coil was not returned for evaluation. The root cause of the resistance experienced during the procedure could not be determined. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the obturator artery (oa) using a ruby coil and non-penumbra microcatheter. During the procedure, while advancing the ruby coil out of the microcatheter, the microcatheter kicked back. Therefore, the physician removed the ruby coil from the patient and repositioned the microcatheter. The physician attempted to advance the ruby coil again and the same issue occurred. The physician made a third attempt to place the ruby coil; however, resistance was experienced and the ruby coil would not advance further into the microcatheter and got stuck. Therefore, the physician decided to remove the microcatheter and ruby coil. The procedure was completed using another ruby coil and a new microcatheter. There was no report of an adverse effect to the patient.